Event description:
Falsely depressed bun results were obtained on qc and patient samples. Patient results were reported to the physicians. After qc was discovered to be out of laboratory ranges, patient samples were repeated and higher results were obtained. Corrected results were issued.. It is unknown if patient treatment was altered or prescribed on the basis the falsely depressed bun results. There was no report of adverse health consequences as a result of the falsely depressed bun results.

Manufacturer narrative:
Original MDR 1226181-204-00056 was filed 2/6/2014 MDR 1226181-2014-00056 supplement 1 was filed 3/25/2014. (B)(4). A siemens healthcare diagnostics customer service engineer (cse) was dispatched to the site. Repairs were performed on 1/28/2014 and 1/29/2014. Maintenance to replace the s3 pump, s3/imt arm, s3 probe and the arm assembly pump was conducted on jan 28 and 29, 2014. Additional maintenance that was conducted on jan 28, 2014 included: the cse replaced the s1/ s3 sample manifold and pca assembly, imt and s3 sample arm, reagent probe, s1 and s3 mixer, aliquot probe assembly with tubing, and the pump diaphragm. A siemens headquarters support center representative evaluated the instrument statistical analysis system (sas) files. Review of sas qc data by the bun flex lot in use, 13246ba, versus other flex lots was performed. Results were comparable between lots. Qc recovery for lot 13246ba on the vista instrument was comparable to the peer population. Both of these checks ruled out reagent contamination as the issue. There were no further complaints of low bun results. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause of the falsely depressed bun results is unknown. The issue was resolved as confirmed with qc by switching to a new flex reagent well. The issue is under investigation.